Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 75(power supply test failed during self-test), pump error 68(trace pointers are invalid), pump error 53(software error detected), pump error 49(history pointers failed. The history pointers are corrupted) and pump error 23(post-reset ram crc alarm). The customer also reported that there was fluid and moisture in the battery compartment and the insulin pump failed the self-test. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, the customer was able to clear the alarm and complete the insulin pump rewind and the customer was advised to discontinue use of the insulin pump and revert to the backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test due to moisture damage on motor. History was downloaded successfully using thus software. History was download successfully using thus software. However, the long trace history file confirms pump error 23 alarm on 09/22/2025 00:05:06:000 pm, pump error 49 on 09/22/2025 00:04:19:000 pm, pump error 68 on 09/22/2025 00:04:12:000 pm, pump error 53 on 09/22/2025 08:52:37:000 pm, and pump error 75 on 09/22/2025 08:58:02:000 due to moisture damage on electronics assembly. The unit p-cap / test reservoir locks in place properly. Unit received with cracked battery tube threads and cracked case near belt clip rails. Unit was confirmed for pump error 23, 49, 53, 75 and 68 alarm due to moisture damage. Unit was confirmed for moisture damage. Unit was confirmed for failed device anomalies due to moisture damage on motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.